Event description:
The end snapped off prior to the case. No pt injury or treatment associated with this event.

Manufacturer narrative:
The returned product had the male luer lock broken off of the tubing. There was solvent pooling in the luer lock which weakened the tubing. During the bonding process, an excess amount of solvent had been applied. The manufacturing process is being reviewed. This issue is being monitored. Medex was able to confirm this issue and determine the possible cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.